Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B) (6) 2010. According to the complainant, the physician applied two tenaculum stabilizers to obtain a cervical seal. The patient was reported to have a patulous cervix. At approximately seven minutes into the ablation phase of the procedure, a fluid loss alarm message was received at a fluid loss rate of 6 cc's/minute. A cervical leak occurred. At this time, the physician noticed two patient burns. The first burn was located at the 8 o'clock position of the cervix. The second burn was located on the posterior portion of the vagina. The size of each burn was reported to be approximately the size of a dime. The severity of both burns were reported as first degree burns. The physician applied bacitracin ointment to both burns as the method of treatment. There were no further complications noted with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
(B) (4)

Event description:
Per the audiologist, the patient reported a decrease in performance and pain at the site of the implanted device. Per the physician, reportedly the patient¿s receiver stimulator migrated towards the pinna causing thinning of the skin. The patient was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: correct patient identifier is (B)(6) as previously reported. Correct model # is ci22m, not ci242m as reported on initial report. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B) (4)